Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 12mm valved conduit, the conduit was explanted and replaced. The reason for replacement is unknown. No additional adverse patient effects were reported.